Event description:
During routine follow up 17 months post-op, it was noted that the pedicle bone screw head (tulip) disassociated from the bone screw shank. Exact date of the tulip separation is unknown. Patient was asymptomatic. Revision surgery was performed on 09/04/2014 to replace the device. Patient doing well post revision surgery. Patient's activity level and patient compliance with post-surgical instructions is unknown.

Manufacturer narrative:
(B)(4). The returned MRI of the pedicle bone screw confirmed the disassociation of the shank head (tulip) from the shank. The bone screw was discarded by the hospital during the revision. No product information was given and no further evaluation of the product can be completed at this time. The duration to failure was 17 months and suggests non-union may have contributed to the disassociation. The root cause of this reported event has not been determined; no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture,..." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant".